Manufacturer narrative:
Product analysis as found condition- the axium prime device was returned for analysis within a shipping box, inside of a plastic bag, an opened axium prime inner pouch and within an introducer sheath. No microcatheter was returned. Visual inspection/damage location details ¿ the introducer sheath was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire, in addition, the introducer sheath was found to be damaged at ~8.7cm from the distal end. The actuator interface was found to be secure within the pushwire coupler tube. The break indicator was found undamaged. No evidence of any detachment attempted at these locations were noticed. The pushwire was found bent within the introducer sheath at ~8.7cm from the broken distal end. The axium prime implant coil was found to have broken off the detach element and not returned. The shield coil was found in good condition. The coin was found to be against the lumen stop. The retainer ring and lumen stop both found to be damaged and unable to be accurately measured. No other anomalies were observed. Testing/analysis ¿ during testing, an in-house detachment attempts using an instant detacher was performed and the axium prime device detached as intended without any issue. The release wire was able to move freely within the pushwire coupler tube. No further testing was performed. The detachment ball was found to be in good condition and measured to be ~0.39¿ which was found to be within specification (specification: 0.0038¿ ± 0.00010¿) conclusion based on the customer report and device analysis, the customer report of "non-detachment" was unable to be confirmed, as the detach element (hoop, stick and ball) were found still intact with the pushwire detach subassemblies. Both the axium prime implant coil and polypropylene filament were both found to be broken off of the detach element. A few possible causes of the damage ¿coil break¿ are but not limited to coil is not retracted in a one-to-one motion with the implant pusher during repositioning, tortuous anatomy, pushwire rotation, and user advances the coil against resistance; however, the likely cause was unable to be determined. No mention of any detachment attempts made were reported. No patient vessel tortuosity or blood flow were provided. The microcatheter used in the event was not returned; therefore, any contribution the device had towards the ¿coil damage¿ was unable to be determined. Compatibility cannot be confirmed. The device and any accessories were prepared as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was non-detachment of the axium coil. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment an aneurysm.